Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 279290001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient called the manufacturer's representative (B)(6) 2014 with the complaint of inability to recharge or get a signal on the ins. The patient had attempted to charge on the date of the call. The patient stated he was no longer in pain management and was ¿off all meds.¿ the patient had not needed or used the device ¿for a long time¿ and it had been ¿a long time¿ since it was last recharged. It had been over a year since the patient used or charged the device. The device had been in a discharged state for over a year. The cause of issue was patient non-compliance. Symptoms or complications associated with the event included a loss of use. Later, on (B)(6) 2014, the manufacturer's representative met with the patient at the doctor¿s office and conducted one physician mode recharge (pmr) and the patient was able to start charging normally. The charge lasted for one hour and 15 minutes and the battery level was flashing to 50%. The manufacturer's representative tried to use the clinician programmer to clear the power on reset (por) but it showed that the ins was discharged. The manufacturer's representative put the recharger back on and it was charging again and showed 50% charged. The manufacturer's representative tried to interrogate it again using the clinician programmer, and was able to communicate this time, and clear the por. The code was 0x2608 or 0x2068 (the manufacturer's representative was unable to remember for sure). Full coverage of the patient¿s painful areas was established with good pain relief on two groups ins discharged. There was no impedance check performed. The patient left the clinic with the device recharging and was advised to exercise the ins five times and to call with further concerns or questions. The patient verbalized understanding. The event occurred during normal use. The product status was implanted and remains-in-service. The patient¿s status at the time of this report was alive with no injury.